Manufacturer narrative:
The technician found the ground wire was loose in the power cord plug. The technician tightened the ground lug to repair the bed.

Event description:
Information received indicates the ground resistance is high on the bed.